Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -02.00 diopter, in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting and patient experienced a refractive surprise. The lens was replaced with a shorter lens and the problem was resolved. Post-op the patient had blurred vision. See MFR. Report # 2023826-2022-00244 for replacement lens. The cause of the event was unknown.

Manufacturer narrative:
B5- per additional information received on 18-apr-2022, " no, the patient didn't have 'blurred vision' after the replacement lens was implanted". Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the optic torn/deformed and haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).